Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they saw a message on the controller stating, "failure controller". It appears that the console was switched of within 5 minutes and no impella catheter was connected/ no case was started therefore no patient harm.